Manufacturer narrative:
One device was received for evaluation. Visual inspection found a damaged/cracked downstream occlusion (dso) seal. Functional testing found a defective dso sensor. A review of the event history log revealed many 'high alarm displayed: downstream occlusion' messages. The dso sensor and seal were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was no conform after on-site preventive maintenance. There was unknown patient involvement.